Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 3.0 x 10 ryugen; stent: 2.75 x 23 mm xience prime. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. Pre-dilatation was performed and a 2.75 x 33 mm xience prime stent was deployed. A 3.0 x 10 non-abbott nc balloon catheter was used for post dilatation when a distal edge dissection occurred. A 2.75 x 23 mm xience prime was deployed to treat the dissection. The procedure was completed at this time. There was no reported clinically significant delay in the procedure. No additional information was provided.